Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement. She stated that insertion on left side was difficult because the device squiggled in tube. She had suspected nickel allergy as concomitant condition. On an unspecified date she experienced pain in pelvis, eczema, rash, gastro-intestinal complaints, pain in leg and pain radiating to legs, pain in head, lower back pain, pain in breast, painful wrists and arthralgia, suspicion of carpal tunnel syndrome, tiredness, heavier menstruation, and feeling of being pregnant. Those events led her to problems with daily tasks and relation and/or family problems. She stated she was not able to function for week with menstruation. On an unspecified date she contacted her physician and had an appointment with a gynecologist and a rheumatologist. She had blood test performed which diagnosed fibromyalgia. She also had an echography and intestinal examination; however, the results were not provided. She was treated with unspecified medication. Essure removal was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavier menstruation. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device shape alteration as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 292 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavier menstruation. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Further information cannot be obtained.